Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited post-sensed t-wave oversensing. The programming changes were made. The patient was stable.